Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on the bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was off the bus. A field service engineer (fse) inspected the station and found that the diagnostic light emitting diodes (leds) on the drawer 3 were extinguished. A replacement pmc was installed, but the retractor band could not be inserted into the replacement printed circuit board (pcb). A second pyxis module controller (pmc) and drawer controller were then installed due to the sensitivity of the area. The unit was reconfigured, and the functionality was testes through hardware test application. A replacement full height inseparable was also installed as a preventive measure prior to failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on the bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.